Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45, lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had collapsed, flat lined, no pulse as the pacemaker stopped pacing upon interrogation. There was no pacing from implant till after CPR (cardio-pulmonary resuscitation). It was noted that the nurse saw eri from the interrogation. The patient survived. The device was explanted and replaced. No further patient complications have been reported as a result of this event.